Event description:
Additional information was received indicating that false ventricular tachycardia episodes were observed due to noise on the right ventricular (rv) lead which led to inappropriate anti-tachycardia pacing (atp) therapy.

Event description:
During follow-up, right ventricular (rv) lead dislodgement was noted. During the revision procedure, the lead helix did not work properly. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. The reported event of the helix not working properly was confirmed. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning, the helix could be retracted and extended normally. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil. The reported events of noise and inappropriate anti-tachycardia pacing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.